Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. It is unknown if the device was in use on a patient.

Manufacturer narrative:
No patient details/information has been provided.